Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The sensor plug is fully seated. Severed sensor tail was observed. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Unable to perform further investigation due to no product returned. Issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device needle was left in their arm following removal of the adc device. The customer had contact with a non-healthcare professional (family member/non-hcp) who removed the needle with tweezers. Subsequently, the customer experienced bleeding and it was stopped by the customer's family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device needle was left in their arm following removal of the adc device. The customer had contact with a non-healthcare professional (family member/non-hcp) who removed the needle with tweezers. Subsequently, the customer experienced bleeding and it was stopped by the customer's family member. There was no report of death or permanent impairment associated with this event.